Event description:
It was reported that disconnections occurred during use of (4) clearlink IV access valves; further described as unspecified connecting lines were visibly unwinding and disconnecting from the bungs (valves). This was identified during patient administration of contrast in the radiology department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual devices were not available; however, a video of the sample was provided for evaluation. A visual inspection was done which observed that after the luer lock was attached to the patient¿s catheter connector, the luer lock unscrewed itself and became disconnected. Due to the nature of the sample, no additional tests could be performed. The reported condition was verified. The cause of the reported condition was a manufacturing related issue. Meanwhile, two (2) retention samples were functionally tested by attaching them to two different iso standard luer locks and no unwinding/disconnection was noted. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.